Event description:
It was reported that during the implant procedure the 6949 lead became bound in tight venotomy (in the bag), the sheath was bunched and the stylets were wound in a spiral fashion. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.